Event description:
On 07/01/2009, received explanted lead from st jude medical. No information provided. Located lead serial number on explanted lead and used to search database and identify pt. Pt record indicates implanting hospital, physician and pt address unknown. Unable to send investigation letters. On 07/23/2009, investigation closed.